Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called because they are having problems with their ins and their healthcare provider (hcp) told them to call the manufacturing company to see how to turn off stimulation until they can have the ins checked. During the call, the patient said some time ago, "one of the lead wires moved into their pelvis and was shocking their leg really bad." As a result of what was reported, they replaced the lead. No further patient complications have been reported as a result of this event.